Event description:
On (B)(6) 2011 a customer reported receiving the same reading of 76 mg/dl on his precision xtra meter. The customer stated he is "always getting the same reading of 76, and only sometimes changes to a different number, then goes back to 76." The customer reported symptoms of neuropathy, frequent urination, fatigue and "feeling sick in general" for several months. The customer self-presented to his doctor, and was diagnosed with hyperglycemia. The customer reported his doctor increased the dosage and changed the insulin the customer was taking (type of insulin not specified). There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. Several attempts were made to reach the customer to obtain additional information without success.